Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
We have received a letter from a lawyer informing about an incident suffered by a patient with some hip prosthesis. Letters refers to a cancellous bone screw, 10º polyethylene insert, femoral stem-left, alumina ceramic v40 femoral head as implanted products but it doesn´t appear any information about product references nor lots. Letter reports that the products used were defective and is claiming by the injuries produced in the patient.